Manufacturer narrative:
H.6. Investigation: one photo was provided to our quality team for investigation. Through visual inspection, excess lubricant can be observed inside the syringe. Lubricant is employed during the syringe assembly process to lubricate the cylinders in the silicone station. The silicone employed in this product is a medical grade silicone authorized for product use according to iso-7886-1. Silicone content tests are performed during the manufacturing process of each lot number. As the lot involved in this incident is unknown, a device history review could not be performed. While we cannot identify a direct issue, this defect can occur due to a failure in the sprayer that doses the silicone inside the barrel.

Event description:
It was reported that 5 bd plastipak¿ 50ml concentric luer lock syringes experienced foreign matter contamination. The following information was provided by the initial reporter: lately we are receiving 50ml bd syringes with extra amount of lubricant on the tip of plunger.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that 5 bd plastipak¿ 50 ml concentric luer lock syringes experienced foreign matter contamination. The following information was provided by the initial reporter: lately we are receiving 50 ml bd syringes with extra amount of lubricant on the tip of plunger.